Event description:
Rptr injured his back several years ago. He has nothing but trouble since then. He had 3 surgeries on his back. The last one was a fusion. He has pain 24 hours a day and the pain never goes away. He hurts sitting, standing, riding in a car, bending. He can't even lift. Walking and sleeping are very very painful.